Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years 4 months. (B)(4) was returned for full evaluation, during which thrombus within the pump was found. The pump was returned assembled with the driveline cut less than 1¿ from the pump housing. The severed portion of the driveline was returned in two pieces, a 9¿ portion and a 29¿ distal end portion. The sealed inflow conduit was returned attached to the pump inlet port. The sealed outflow graft, with the outflow graft bend relief and bend relief collar, was returned attached to the outflow elbow. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the distal-side of the inlet stator and the blood tube/rotor inlet section revealed thin thrombus rings adhered to the inlet bearing cup and ball. The thrombus rings appeared to be in the early stages of laminated layering, which is an indication that they developed over an undetermined time while the pump was operating. The inlet bearing cup was properly seated in its bore of the distal side of the inlet stator and the inlet bearing cup was free of any surface wear or damage. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump was returned assembled with driveline cut less than 1¿ from the pump housing and the severed portion of the driveline was returned in two pieces, a 9¿ portion and a 29¿ distal end portion. Removal of the silastic sleeve from all portions of the returned driveline revealed areas of shield breakdown. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2017 the patient underwent a routine transplant. No clinical symptoms were reported. A full evaluation of the pump was requested as well as returning the rubies to the patient. During evaluation of the returned lvad, (B)(4), thrombus rings were found on the inlet bearings. This complaint was determined to be reportable based on the investigation finding. There was no indication of any adverse patient effect.